Manufacturer narrative:
Unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 6 months. The patient remains ongoing with the device. However, a portion of the percutaneous lead (driveline) was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported on (B)(6) 2017 that the lvad system produced a pump stoppage event. The patient was asymptomatic. Log file analysis completed by the manufacturer's technical services representative confirmed the reported pump stoppage. The pump stoppage appeared to have occurred while the system controller was connected to the power module. On (B)(6) 2017, a distal end percutaneous lead (driveline) replacement was performed. During the electrical continuity test, a deceleration in pump speed was observed when the yellow wire was isolated. After the replacement, the lvad system was connected to the power module via a grounded patient cable, and no additional alarms were observed.

Manufacturer narrative:
The evaluation of the returned portion of the percutaneous lead (driveline) confirmed an issue that would have contributed to the reported pump stoppage. Approximately 18.5 inches of the external portion/distal end of the driveline was returned for evaluation. The bionate layer was deformed from approximately 11 inches through 13.5 inches from the metal connector, and metal braided shield breakdown was observed along the length of the returned portion of the driveline. Significant breakdown was observed approximately 11 inches through 13.5 inches from the metal connector (area of deformed bionate). Visual inspection of the underlying wires revealed a breach in the insulation of the orange wire adjacent to the metal connector, exposing the inner conductors. The observed wire damage appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the braided shield. If the exposed inner conductors of the orange wire made contact with the metal braided shield while the patient was operating on a tethered power source such as the power module, the resulting electrical short to shield could have caused the pump stoppage event observed in the log file. A specific cause for the reported speed drop when the yellow wire was isolated could not be determined and a correlation to the reported event could not be conclusively established through this evaluation. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.